Manufacturer narrative:
Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed no device malfunction identified, appropriate pump function confirmed, and successful completion of a supply change. It was concluded that the event was consistent with hyperglycemia of unclear cause with no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user of the ilet experienced hyperglycemia, with glucose reportedly high throughout the day and a measured value of 395 mg/dl, while the pump displayed 35 units available and was confirmed to be delivering insulin; the user recently initiated therapy and the algorithm was still adapting. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting, including verification of insulin on board, confirmation of delivery, and a supply change performed after disconnecting from the pump.